Event description:
A malfunction was reported on the pump after it was dropped on the floor and an hour later showed a malfunction code. The customer's glucose level did not exceed 500 mg/dl. Although the customer experienced similar issues with the pump three times before, corrective actions included plans for a pump replacement. However, the customer opted to reset the pump on their own due to current unavailability for receiving a replacement.